Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is not removing cartridge air. Tandem technical support (cts) informed customer that not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) level was 390 mg/dl.